Manufacturer narrative:
(B)(4). One used ls1037 was received for evaluation. Visual inspection of the returned device confirmed that the jaws were mechanically disconnected from the handle. This was found to be due to assembly error, where the internal spring guide was installed upside down. Review of the device history records for this lot found no irregularities, and no trend is associated with this complaint. The manufacturing process has been updated since the manufacture of this lot that would further prevent the issue.

Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: (B)(6) 2015. Date of follow-up: (B)(6) 2016. Date of second follow-up: (B)(6) 2016. Correction to submitted investigation results. An (B)(4) ligasure device was received for evaluation, not an (B)(4) ligasure device.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2015. To date the incident sample has not been received for evaluation, and the patient information is not available. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during an open nephrectomy, the handle of the device jammed and it was difficult to open and close the device. No patient injury resulted from this issue and no medical intervention was required to prevent injury to the patient.